Event description:
Customer reported a button error on his insulin pump. The buttons are unresponsive. Customer's blood glucose is 119 mg/dl. The device was on the bathroom counter when customer took a shower. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
Insulin pump received with no button response due to corroded keypad traces. No button error alarm noted during testing. Insulin pump received with minor scratched display window, cracked case at display window corners and cracked reservoir tube lip.